Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed due to subluxation. The acetabular cup and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay patient's blood test results which were unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to subluxation. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Corrected data: event description.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to subluxation. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00558 / 00559).

Manufacturer narrative:
Evaluation of the returned component found evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the part, wear rates did not appear to be excessive.